Event description:
The customer reported that the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was upgraded. The system was tested and found to be working as intended and put back into service.